Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced poor performance with the device resulting in the decision to explant the device. The device was explanted on (B)(6), 2010. It is unknown whether reimplantation is planned at the time of this report.

Manufacturer narrative:
This report is filed (B)(6), 2011.

Manufacturer narrative:
(B)(4).